Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter postal code: (B)(6). Initial reporter phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector (dark blue) separated from the main body of a transfer set. This issue occurred after use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected with the naked eye and a separation between the female connector and main body of the twist clamp was observed. The reported condition was verified. The cause of the condition was determined to be manufacturing related issue due to inadequate solvent to the insert chip. Should additional relevant information become available, a supplemental report will be submitted.